Event description:
The rptr stated that she did back to back blood glucose tests, within ten minutes, using different finger sticks. Her results were 14, 47 and 32 mg/dl. She stated that she did not have any symptoms. During troubleshooting, she said that she had never cleaned her meter. On followup, the rptr stated that since she has been cleaning her meter, she is receiving satisfactory results.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8